Event description:
It was reported that the pump had a check clutch/plunger lever error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The left plunger case had contamination on the outside. The battery door was cracked. One of the rubber foot was missing. The battery was not plugged in. Error history log review found a check clutch/ plunger lever error. The root cause of the reported issue was unable to determined, parts were just over 4 years old. Actions were taken to mitigate the reported issue: replaced clutch half's left and right, also with leadscrew and spring as a preventative measure.